Event description:
Boston scientific received information that during a recent clinical follow-up, high out of range shock impedance values were observed. The physician elected to surgically intervene, confirming a less than optimal distal setscrew connection. This device was removed from the pocket and the associated lead pulled from the header. The setscrew was then tightened, returning a favorable shock impedance measurement of 49 ohms; resolving the clinical observation. The procedure was completed in the absence of further adverse effects.

Manufacturer narrative:
The concludes our investigation of this case. Should additional information become available, a follow-up report will be submitted.